Event description:
A philips employee became aware of a journal article (published online 01-mar-2020): ¿comparison of long-term outcomes after directional versus rotational atherectomy in peripheral artery disease¿. The study retrospectively aimed to compare the long-term outcomes after pad endovascular revascularization with two types of atherectomies: rotational (ar) (phoenix philips) and directional (ad) (silverhawk medtronic). A total of 182 patients (ar group consisted of 97 patients (143 revascularized arteries), while the ad group consisted of 85 individuals) were enrolled in the study between 2010 and 2015. Philips volcano phoenix atherectomy catheters were used during the procedures. Procedural complications included 2 artery perforations, 3 flow-limiting dissections, 3 bailout stentings, and 5 patients underwent amputation. Additionally, 5 patients experienced death; however, the cause of death was not reported in the article (MDR # 3007284006-2026-00359). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 01-mar-2020 has been used, the date of publication. Janas, adam,milewski, krzysztof,buszman, piotr,kolarczyk-haczyk, aleksandra,trendel, wojciech,pruski, maciej,wojakowski, wojciech,buszman, pawel,kiesz, radoslaw s. 2020. Comparison of long-term outcomes after directional versus rotational atherectomy in peripheral artery disease advances in interventional cardiology, 16(1): 76-81. This report captures the serious injuries that occurred after use of the phoenix atherectomy catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age, 73.1 ±9.8. A3a) patient sex - males 57, females 40. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a phoenix atherectomy catheter. D1/g) address listed reflects the specification developer. D4/g4/h4) the lot number was not provided; thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus no product investigation was performed. H6) per IFU, perforation and dissection are listed as possible complications with use of the phoenix atherectomy catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.